Manufacturer narrative:
This device is not marketed in us, therefore 510k is not applicable. Model ec38i10cl us k190805 is available in the USA with a 510k number k190805. Evaluation summary: it was caused due to clogging the nozzle by something like a piece of o-ring. We received the defect and conducted the following investigation and repair. Observations: air/water nozzle clogged, bending rubber perforated, u/d pulley wire stretched, r/l pulley wire stretched. Repair replaced the air/water nozzle, bending rubber, u/d pulley wire, r/l pulley wire. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred during the inspection. There was no report of patient harm. The nozzle is clogged. It seams to be a part o-ring